Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not powering up due to a probable shorted unit, consistent with a crowbar effect. A field service engineer (fse) identified that each drawer was unplugged and reconnected to isolate the faulty drawer. The drawer causing the short was identified, controller boards were replaced, and the drawer was reconfigured. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rwc6nor2 had no power and remained off despite being properly plugged in. Station shown offline in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.